Manufacturer narrative:
The evaluation of the knee joint showed no relevant error which may have caused or contributed to the reported fall. No device failure detected, device operated within specification. According to the event description, the only cause of the incident was the user error by the patient himself. (Patient fell from a ladder while working).

Event description:
While working patient fell from a ladder at a height of approximately 50cm and broke his sacrum. (Fall occured at the end of (B)(6)) the device was afterwards locked in safety mode and the tube adapter wasn't able to be removed. According to the practitioners statement, the fall was not caused by the product but by the patient himself.